Manufacturer narrative:
The reason for this revision surgery was the patient was unstable. The previous surgery and the revision detailed in this investigation occurred over 4 years and 6 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. Ncmr# (B)(4) was associated with the part number 360-11-506, insert, posterior stabilized, series 500, size 6 11mm cm which documents a nonconformance that out of (B)(4) quantities lot, 2 parts were rejected and sent to rework due to incorrect usage of (B)(4) for inspection. The other 18 parts were accepted after handling suitable operations. There was a nonconformance in the same part after handling the operations, where 20 quantities lot,1 part was rejected and scrapped due to usage of cruciate notch from first operation. The other 19 parts were accepted after handling suitable operations. All items were reworked and met the design, fit and function requirements. The device was within its respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to instability. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are multiple factors that may contribute to the event that are outside the control of djo surgical are poor bone density, inadequate soft tissue support, patient bone deterioration, degenerative bone, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient was unstable.